Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the cause of the stimulation in the leg was not determined. The rep also reported that the ins was originally implanted in the spot it was in and had not migrated.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va12m57, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient complained the implantable neurostimulator (ins) was located too low in her butt cheek and she said it hurt when she sat down because she was sitting on the device. She wanted it moved to a higher location. The patient also felt stimulation down her leg sometimes. The issues occurred on (B)(6) 2016. The hcp decided to pull the original lead and ins and replace them. The issue was resolved after replacement. The patient&#62688;indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.